Manufacturer narrative:
The lens was returned in a water like liquid inside a specimen cup. The lens was allowed to dry. Solution was dried on the lens. The lens was cleaned with lphse for further evaluation. The optic has a long deep scratch that leads to a near the center of the lens. This damage is typical of insertion and/or removal. The lens power was verified by r&d lead to meet specification for a 21.5 diopter lens. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure the patient not happy with vision. Patient was very upset as vision unable to push beyond 20/30 even with refraction. The iol was explanted with patient non adapt issue. Additional information was requested and received.